Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s). Evaluation summary (B)(4) - analysis confirmed the customer comment; which is normal operation of the device. Analysis also found that the upper case was out of specification and the lower case was broken. The ring cover, two side bail covers, and battery drawer were broken. The battery release and lead flex cover were contaminated.

Event description:
It was reported that in vvi mode, the ventricular pace indicator is always flashing green, even if it is not pacing, and the sense indicator is not flashing as it should. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the customer comment; which is normal operation of the device. Analysis also found that the upper case was out of specification and the lower case was broken. The ring cover, two side bail covers, and battery drawer were broken. The battery release and lead flex cover were contaminated.